Manufacturer narrative:
The complaint of a catheter break was confirmed, but the root cause is unk. The product returned for evaluation was a 4fr s/l groshong nxt clearvue PICC. The catheter was completely detached form the connector assembly. The distal component of the two-piece connector was removed from the assembly and bisected longitudinally for further inspection. The compression sleeve was found to be advanced 0.1" past the intended termination point, and a small segment of catheter was found in the sleeve. This catheter segment ended at the edge of the connector funnel. Microscopic examination of the catheter fracture edge showed that it had been compressed to the point of failure. The cause of the catheter break was related to the compression sleeve being advanced too far, but the case of the compression sleeve positioning is unk. A lot history review (lhr) of rewi0343 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was inserted into pt on (B)(6) 2013, the process went smoothly. On the morning of (B)(6) when the pt wake up, he found the connector was broken from the catheter. Considering the safety of pt, nurse pulled out of the catheter and changed another set of PICC.